Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 13-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It reported that while on support the patient developed a thrombus in the left ventricle. The staff switched the systematic anticoagulation from heparin to angiomax. Small clots were still present on echocardiogram. Additionally, the patient tested positive for heparin induced thrombocytopenia. The patient had bival in the systemic and bicarb in the purge. The patient continued with support.

Manufacturer narrative:
The investigation into the thrombocytopenia and the thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the thrombocytopenia issue was not determined since product was not returned and due to insufficient clinical information. As the necessary information was not provided, the root cause of the thrombus was not determined.